Event description:
It was reported that a user experienced difficulty pairing a freestyle libre 3 plus sensor to the ilet system and requested assistance; the agent guided the user through pairing steps on the ilet and ilet mobile app, after which the sensor successfully entered the warm-up period. No adverse clinical symptoms reported. Outcomes included no impact to blood glucose and no need for medical care. User support included remote troubleshooting and user education. Investigation of this case revealed that the pairing failure was resolved through successful rescanning and initiation of the standard sensor warm-up, indicating a user-interface or setup issue rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup or transient communication interruption resolved with troubleshooting.

Manufacturer narrative:
Initial.